Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4). Laywer-filed report - (B)(4).

Event description:
(B)(4). It was reported by the patient's attorney, that as a result of having the product implanted, the patient has experienced pain, injury, impairment and disability.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received via medical records, the patient has experienced incomplete healing, unspecified wound healing problems, mesh exposure, erosion, pain with intercourse, remaining mesh in pieces causing unspecified problems (foreign body in patient), emotional changes, painful healing process, pain in hips, pain with bowel movements, standing and while sitting, awaken from sleep in severe pain (sleep disturbances), unspecified sleep issues, anxiety, adhesions, pelvic injury, urinary incontinence and required nonsurgical and additional surgical interventions.